Event description:
A report was received that a patient underwent a lead revision due to inadequate coverage. During revision surgery, the physician noticed that one of the contacts was out. The physicians explanted the damaged lead and replace it with a new lead. The patient is reportedly doing well following revision surgery.